Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a successful right hemicolectomy procedure on friday evening, the patient had to be re-operated a day after due to an anastomotic leak. The staples were opened. Patient had an extended hospital stay at least more than 7 days.